Event description:
During the surgical procedure, the dr alleged the system to be inaccurate by approximately 1 cm. Pt status is reported as fine and there was no reported pt intervention required.

Event description:
Add'l f/u indicated that the physician performed a fiducial registration using the first five metal markers on the headset using a straight aspirator. Once the registration was performed, he then went through the req'd verification/calibration process successfully. He began tracking and he visually observed the inaccuracy of 1 cm as the instrument moved posterior into the pt anatomy.